Event description:
It was reported the device had a motor rate error; the device was not in use with a patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached to the complaint: this was not in use on a patient. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal, had a crack on top case and right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced main board also replaced worm coupling and stepper motor for preventive. Upgraded the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: catalog number: 4000-0105-51. D4: correction: model number: 4000.